Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture management showed high output in the right ventricular chamber. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation, nerve stimulation and pocket stimulation. It was noted that capture management increased output on the right ventricular (rv) lead resulting in patient symptoms. The lead was reprogrammed and the implantable pulse generator (ipg) and lead remains in use. No further patient complications have been reported as a result of this event.